Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument associated with this complaint and completed its investigation. Failure analysis (fa) investigations confirmed the customer reported complaint "damage cable found during assembly inspection." The failure analysis report found the primary failure of conductor wire damaged insulation to be related to the customer reported complaint. The instrument was found to have insulation damage on the conductor wire, exposing the internal wires. The damage was located at the distal end on the bipolar yaw pulley. No material was missing and no thermal damage was observed. Electrical continuity was tested and passed. The root cause attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the site's system logs for the reported procedure date was conducted by rpms analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. However, the system log indicates the maryland bipolar forceps instrument associated with this event was last used on (B)(6) 2022 on system (B)(4). The instrument had 5 lives remaining. This complaint is considered as a reportable malfunction due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, that the maryland bipolar forceps was found to have a damaged cable. There was no report of patient involvement. Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.